Manufacturer narrative:
An event regarding crack/fracture involving a solar drill bit was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as none of the devices were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. Additional information such as return of device, mar are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
While drilling centering hole for glenoid, solar drill bit broke in drill guide. No adverse consquences.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
While drilling centering hole for glenoid, solar drill bit broke in drill guide. No adverse consquences.